Event description:
It was reported that the patient presented in the clinic for reprogramming prior to the magnetic resonance imaging (MRI) procedure. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). Programming changes were made. There were no patient consequences.